Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was possible leak as they smelled insulin and had insulin residuals in reservoir compartment. The customer¿s blood glucose level was 219 mg/dl. Customer stated that filled reservoir last night and woke up with reservoir was showing empty. Customer stated that there was damaged to reservoir compartment opening and threads was missing. Customer stated that reservoir was still able to lock in place. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
It was reported that the reservoir compartment had damage but it was still able to lock in its place.